Event description:
It was observed that during the device inspection, the gastrovideoscope air/water nozzle was blocked with foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: d5. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 13 years, since the subject device was manufactured. The legal manufacture reviewed: the customer provided the cleaning disinfection and sterilization (cds) processes. Where no obvious deviation, from instruction for use were identified, but the details could not be confirmed. Based on the results of the investigation, olympus confirmed, foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected and prevented, by following the instructions for use: chapter 7: cleaning, disinfection and sterilization procedures. Chapter 8: reprocessing, workflow for endoscopes and accessories. Chapter 9: reprocessing, the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.